Event description:
It was reported that yesterday, (B)(6), a tr-ilumen PICC catheter was inserted to provide parenteral nutrition and electrolyte replacement. Today, the shift supervisor reports that a catheter review is requested because there is leakage wetting the patient¿s sheet. Upon assessment of the patient, moisture is identified on the dressing. A review is performed by flushing the catheter with saline solution; the dressing is removed, and a leak of saline solution is identified at the connection between the catheter and the butterfly needle. Upon making this finding, the PICC catheter is replaced again as per the patient¿s needs; the new catheter is verified and a different batch from the previous one is inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.